Event description:
Additional information changed the clinical diagnosis to pain in the leg and stimulation not working.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3877-45, lot# 0207320134, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received reported that x-ray traject neuromodulation system stimulation went off and on, while the neuromodulation system was enabled. The event was related to the lead and required in patient hospitalization and an unscheduled clinic or office visit. The lead was explanted and the outcome was resolved without sequelae. The patient's status was not available as of the date of the report.

Event description:
It was reported the lead was fractured at the anchor site suspected by the implanter. The patient felt shocking stimulation while using the device normally. Impedance testing was done and the lead was replaced. Information received about a week and a half later it was noted that ¿majority¿ of the impedances were greater than 10,000 ohms. It was unknown why the lead was fractured. Following the replacement, the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# 0207320134, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis found that all conductors were broken on the lead at an unknown anchor site. The conductors were broken 22.6 cm from the proximal end. The outer insulation was abraded and had esc 27.5 cm from the proximal end.